Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while resecting the stomach, after firing the staple had poor staple formation and the stomach was not stuck. The surgeon need to suture the patient to resolve the issue in order to complete the case. The procedure extended for more than 30 minutes. There was a tissue damage as a result of problem and the patient hospital stay extended.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device knife did not advance and the device did not fire. The surgeon need to manually suture the patient to resolve the issue in order to complete the case. The procedure extended for more than 30 minutes. There was a tissue damage as a result of problem and the patient hospital stay extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.